Event description:
Information was received indicating a cadd extension set filter was leaking medical fluid during use from the extension tube connector and the connector of cassette tube. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Two samples were returned for evaluation of the failure and a photo was provided. Unit returned was received inside of a plastic bag which its original packaging. The visual inspection found that no damage, scuffs, pinch marks, cracks, crazing, cuts, could cause the failure mode reported. The results of the functional testing, a leak test; samples did not present leakage from the extension tube connector and the connector of cassette tube. The complaint is not confirmed. No mitigation actions since the investigation did not reveal the failure reported. Root cause cannot be addressing since the failure mode reported is not confirmed. No corrective actions were taken since the investigation did not reveal the failure reported.